Manufacturer narrative:
Immediately following notification, stimwave quality and the territory manager reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which one (1) stimq receiver stimulator (stq4-rcv-a0) and one (1) spare lead (stq4-spr-b0) were implanted at the tibial and sural nerve for the patient's chemo neuropathy. The territory manager confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the territory manager maintained contact with the patient following implant. On (B)(6) 2019, the patient followed up with the implanting clinician to report an infection. After evaluating the wound, the implanting clinician decided to explant the device due to an infection. The patient was placed on antibiotics (dosage and duration unknown). The explant was completed without complications. The patient reported to be getting therapy from the device up until the moment of explant. On november 1, 2019, the territory manager reported the patient's wound had gotten contaminated and subsequently led to the reported infection. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for either lot, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Infection is a known adverse event for peripheral nerve stimulation and the stimq pns system, and is detailed in stimwave's risk management file as well as applicable instruction for use and patient-facing labeling. Stimwave's global infection rate is <0.5%. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The stimwave product was not the source of the issue. The root cause of the infection is attributed to contamination of the implant site. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, mitigated as far as possible, and documented in the stimwave risk management file. Stimwave was in constant contact with the territory manager from october 21, 2019, onward regarding the complaint and the root cause investigation. Stimwave that the product did not fail to meet performance and safety specifications. The source of the issue is attribute to contamination of the implant site. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as this event required medical intervention by a health care professional to prevent or preclude potential permanent impairment or damage. Stimwave reported this issue to the united states food and drug administration (FDA) on november 12, 2019.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from an infection reported to stimwave on (B)(6) 2019, by territory manager. The territory manager became aware on october 20, 2019, following notification from the implanting clinician.